Event description:
A report was received that the patient will undergo an ipg revision due to difficulty charging. The patient had a undergone a non device related surgery in which electrocautery may have been used.

Event description:
A report was received that the patient will undergo an ipg revision due to difficulty charging. The patient had a undergone a non device related surgery in which electrocautery may have been used.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement and pocket revision. The ipg was replaced due to malfunction suspected from prior electrocautery usage. The physician repositioned the pocket lower and the patient was reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001) a review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.